Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the reporter resolved the issue upon cleaning the contact surfaces of the scope.

Event description:
A user facility reported to olympus that only color bars were observed when using an olympus cv-190 with an olympus series 190 scope. The problem, as reported to olympus, was found on maintenance. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed; it was confirmed that the dp board was replaced due to image noise on (B)(6) 2013. It was confirmed that there were no other abnormality in manufacturing, concession, and variation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined possible causes are 1.) User handling or 2.) Deterioration of the electrical contacts due to the frequency of use and the age of the device. As stated in the instructions for use, as a preventive measure related to the handling of the device: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. " "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."